Event description:
A call from technical services was made on 4/25/2013 stating that this lead was experiencing farfield sensing. It went out 125ms post vp, still seeing farfield , even at 0.6mv. Caller commented that the histograms show a 2: 1, and also that the ff signal is as large as the normal signal. This lead was implanted on (B)(6) 2012 and is still in active use. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).